Event description:
The customer reports back to back results with two different lots of strips of 294 and 67 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.